Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device still not working after received from bench repair. It is unknown that if patient involvement.

Event description:
The customer contacted philips healthcare to report that the pacer equipment malfunction. There was no reported patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified during lab tests. The resistor r9 was found shorted on the returned therapy pca. The available information is consistent with a malfunction of the therapy pca.